Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm was confirmed in the history file. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during testing. The occlusion, excessive no delivery and unexpected restart tests could not be performed due to constant motor error alarm. All operating currents are within the specifications no unexpected low battery or off no power alarm noted. The device also had cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's spouse reported via phone call that the insulin pump alarmed motor error and no delivery during prime. Blood glucose value is unknown. It was stated that the device was not exposed to a magnetic field and the drive support cap was recessed. The customer was able to rewind. The alarm history could not be checked due to the alarms. She stated that the motor error alarm occurred more than once in 30 days. The device was returned for analysis.